Event description:
Procedure: gastric bypass. According to the reporter: during 3rd firing of the pouch during gastric bypass, egia60amt reload was loaded to the idrive and as it was being passed to surgeon for use, the blue indicator lights came on each size. The green indicator light for the reload was blank (not flashing) and the reload was articulating, opening, closing on its own without pressing the buttons. No reinforcement material used. The device was not used in patient. No patient injury/harm. No unanticipated tissue loss. No unanticipated extension of incision more 1inch. No unanticipated blood loss more than 500cc. No delay over 30 minutes. No device fragment fell in patient cavity.

Manufacturer narrative:
(B)(4).